Event description:
It was reported that the catheter fell out of the patient several hours after placement. Per additional information received when then sample was evaluated, the balloon was burst with no missing pieces.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only a catheter for evaluation. The visual inspection noted a vertical balloon burst along the inflation lumen. No pieces of the sac were missing. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following dimensions were found: eye snip length: 2/32.¿ inflation lumen coverage: 9 thou. Balloon thickness: 19 thou. Burst initiated from bottom collar of sac: 0.8 cm. Per the tactile evaluation, the balloon thickness measured 19 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use in patient who are or have been allergic to natural rubber latex." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient several hours after placement.